Event description:
Patient presented to the physician complaining of lack of efficacy. Patient elected to resume CPAP use and requested removal of the inspire system. The patient was brought in for surgery, and upon dissection down to the hypoglossal nerve, excessive bleeding occurred. Physician attempted to apply pressure but was unable to achieve hemostasis. The procedure was aborted, an anesthesiologist initiated IV fluid, and the patient was transferred via ambulance to another hospital while the physician maintained pressure on the neck area. Upon arrival, a vascular surgeon, along with additional surgeons, stabilized the patient and achieved hemostasis via ligation. It was determined that the bleeding resulted from injury to the right internal jugular vein during dissection of the hypoglossal nerve. Patient was admitted to the ICU for observation and was later discharged. This resolved the issue.